Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a050502 captures the reportable event of device misfire.

Event description:
It was reported that, during a uterosacral vault suspension procedure using a capio slim, the device misfired while attempting to suture the ligament. The device deployed without actuation, and the suture needle was not caught in the cage. The procedure was completed with another of the same device. No patient complications reported.